Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) walked the customer through multiple troubleshooting steps. The customer noted that the guided tool change was still active and that it was likely the cause of the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to guided tool change being enabled. This issue can be resolved by removing the endoscope, pressing the clutch button to cancel the guided tool change and reinstalling the endoscope.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the image displayed from the 30-degree endoscope plus was inverted on the system. The customer rebooted the system, but the issue remained. The technical support engineer (tse) found no related errors in the system logs and had the customer verify the up/down settings on the system. The customer did so but the issue remained. The tse then had the customer remove the endoscope and rotate it 180 degrees and reseat it without any improvement. The customer replaced the endoscope, and the behavior was the same. The procedure was converted to laparoscopy with no reported injury.